Event description:
The initial reporter stated that they found air past the filter. They stated that they primed a "large amount" in an attempt to remove air bubbles, and observed air passing through the filter into the downstream tubing. Mmdg did follow up with the initial reporter. They sent a video to mmdg with the end user priming the tubing and it was not being primed correctly. After additional instruction and receiving new tubing, they report they had no additional issues. There was no harm to the patient reported due to the complaint. No other information was provided. (B)(4)

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.